Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The operating room was unable to distinguish that the licox packaging was not sterile. This event occurred on off time when the regular staff wasn't there, and the other staff rarely put these in the operating room (normally in intensive care unit) so they aren't used to doing it as much. Event description: "they opened the pack thinking the inside contents were sterile because the box says inside contents are sterile. They felt that the yellow sticker that says it's not sterile is difficult to read because it's buried in the label along side so many other languages of the same warning."